Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the pump exhibited an occlusion error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. The downstream occlusion sensor was replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.